Event description:
An endurant stent graft system was implanted in a patient for the semi-emergent endovascular treatment of an abdominal aortic aneurysm. Aaa size was not reported. Vessels were non-tortuous and mildly calcified. It was reported that on the final angiogram, an unknown type of endoleak, described as being blush-like, was evident and first seemed to be from the ipsilateral side of the main body. The endoleak was re-ballooned but persisted. The pigtail catheter was then brought into the body of the stent graft to help determine whether the endoleak was a type IV / iii endoleak, but the contrast leak persisted. No further intervention was performed. A follow-up CT scan three days later revealed a large endoleak from the flow divider. No additional clinical sequelae were reported, and the patient is fine. An internal review of the recently received films 3-days post-implant show a likely endoleak, likely a type iii fabric near the flow divider. A type ii or type IV endoleak can not be ruled out. The leak is in the same general area, but appears more substantial, than the endoleak (blush) seen during the implant angiogram. The cause is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak.

Event description:
It was reported that the patient had an ultrasound and a CT scan approximately 40 days post index procedure. The endoleak was still present. The physician decided to proceed with implantation of an endurant aui via the right side to reline the stent grafts. A talent occluder was used in the left cia. A fem-fem crossover was then performed. The surgery took place seventeen days later. There was an unknown endoleak (type I/ii) present at final angiogram. The graft was ballooned a total of 3 times and the endoleak lessened but was still present. The surgeon stated that the endoleak was small so the physician will monitor the patient.